Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00320 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2018-01408 and 1016427-2018-01410. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, a patient had two trapease inferior vena cava (ivc) implanted. One of the devices malfunctioned during deployment and migrated towards the heart. According to the information received in the medical records, the patient has a history of deep vein thrombosis (dvt), pulmonary embolism (pe), pneumonia, panhypopituitarism, pituitary tumor, transphenoid surgery, hypothyroidism, hyperlipidemia, smoking, abdominal pain and a large abdominal wound hematoma while on therapeutic anticoagulation. The filter placement was offered to the patient due to the hematoma and bleeding while on therapeutic anticoagulation. During the filter placement via the right femoral puncture, the filter failed to deploy completely and got stuck in the distal aspect of the ivc. There was no extravasation or perforation noted. Although the original event states that the filter had migrated to the heart, an x-ray was performed which showed the filter was still in the same location three days post the filter being placed. Three days post implantation, patient was transferred and brought into the operating room for the first filter to be removed and a secondary prophylactic ivc filter placement. The patient recovered without further incident and was discharged. As a result, the patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. A formal investigation was conducted by the implanting facility/hospital as to the cause of the event. The investigation concluded her "filter was placed in a manner consistent with expectations, however its failure to deploy as it should have was due to a device malfunction." The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events on the day the filter was implanted. The patient reports that one of the filters perforated outside of the ivc and that it was unable to be retrieved. However, there have been attempts made to remove the second filter. The patient also reports to be suffering from constant fear, anxiety and distress.

Manufacturer narrative:
This report is a follow up 2 report to MFR number (B)(4) that was submitted under the previous complaint handling software system. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2018-01408. It was reported that a patient had two trapease inferior vena cava (ivc) filters implanted. According to the information provided one of the devices malfunctioned during deployment and migrated towards the heart. The information indicated that the patient became aware of the alleged events on the day the filter was implanted. The patient also reports that one of the filters perforated outside of the ivc and that it was unable to be retrieved. However, there have been attempts made to remove the filter. The is also reported to be experiencing from constant fear, anxiety and distress. The indication for the filter implant was a large abdominal wall hematoma and bleeding while on therapeutic anticoagulation. The patient¿s medical history is significant for a history of deep vein thrombosis (dvt), pulmonary embolism (pe), pneumonia, panhypopituitarism, pituitary tumor, transphenoid surgery, hypothyroidism, hyperlipidemia, smoking, abdominal pain and a large abdominal wound hematoma while on therapeutic anticoagulation. Prior to the filter placement the patient was recently hospitalized for treatment of pneumonia, pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient was discharged home on lovenox with a bridge to coumadin, however the patient returned to the hospital with shortness of breath and a large bruise on the left flank and was determined to be a large abdominal wall hematoma. In spite of an appropriate therapeutic inr, the hematocrit dropped significantly requiring two units of packed red blood cells. At that point the patient was offered an ivc filter. During the filter placement via the right femoral puncture, the filter failed to deploy completely and got stuck in the distal aspect of the ivc. The ivc was noted to be of normal caliber and with no evidence of thrombus present during the procedure. Post deployment of the filter noted there was no extravasation or perforation. Although the original event states that the filter had migrated to the heart, an x-ray was performed which showed the filter was still in the same location three days post the filter being placed. Three days post implantation, patient was transferred to another facility for the first filter to be removed and a secondary prophylactic ivc filter placement. The patient recovered without further incident and was discharged. The implanting facility conducted a formal investigation and felt that the device was placed in a manner consistent with expectations. There is currently no additional information available. The first product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The second product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Incorrect positioning of the filter is a known procedural complication associated related to ivc filters and is listed as such in the IFU. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging available for review, it is not possible to draw a conclusion as to the cause of the events, however procedural and or vessel characteristics may have been contributing factors. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.